Event description:
A customer reported to beckman coulter, inc. (Bec) that the unicel dxi 800 access immunoassay system generated higher than expected positive human chorionic gonadotropin (t-hcg) result for one (1) patient. The result was reported out of the lab and questioned by the physician. Subsequent testing on an alternate methodology generated a negative result. Results are shown. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample was collected in a serum tube with a gel separator. The customer centrifuges samples on the automation in the primary container. Information for specific centrifugation time and speed has not been provided by the customer to date. The customer did not provide qc and system information. Service was not dispatched for this event to date. A definitive root cause has not been determined to date for this event with the data provided.